Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment in the month of [(B)(6) 2022]. The complainant may have developed a hernia and may have developed ¿diastasis recti¿ post treatment. Additional information on pertinent medical history and the existence of a possible prior complaint was requested, details were not provided to allergan aesthetics.

Manufacturer narrative:
1) code of hernia [e2319] is identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. 2) code of appropriate term / code not available [e2402] is added to capture the event of diastasis recti. The relationship with the device cannot be assessed due to insufficient information.

Event description:
Allergan aesthetics received a report on 30-dec-2023 that a patient received a coolsculpting treatment in the month of (B)(6) 2022." The complainant may have developed a hernia and may have developed ¿diastasis recti¿ post treatment. Additional information on pertinent medical history and the existence of a possible prior complaint was requested, details were not provided to allergan aesthetics.

Manufacturer narrative:
Correction: update aware date (30-dec-2023).